Manufacturer narrative:
Additional information b5: seven days after the peritonitis onset, it was reported that the patient was still having abdominal pain. On an unreported date in 2021, the patient recovered from the peritonitis event. No additional information is available.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, cloudy effluent, fever and chills. The cause of the event was unknown. Six days after event onset, the patient was hospitalized for the event. Three days after event onset, the patient was treated with fortaz (intraperitoneal, for three days, discontinued, dose and frequency were not reported), ancef (intraperitoneal, for three days, discontinued, dose and frequency were not reported) or peritonitis. Six days after event onset, the patient was treated with unknown antifungals (ongoing, route unknown, dose and frequency were not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event and continued with abdominal pain. The same day as hospital admission, pd therapy was discontinued, the pd catheter was removed, and patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
Alternate phone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.